Event description:
Error 01. The device was not received for investigation. Device history record was reviewed, no issue has been found. Device was not provided, no review of device log possible. Error 01 was reported and service performed was repair of the pumping block flexible cable and the upper case but issue could not be confirmed. After repair, device met specification.

Event description:
Error 01.